Event description:
Lf customer support reports via fax that customer called to report, "CT tech was getting the injector ready for an injection and hooking up to a patient. The j-bow arm broke from the suspension arm at the first joint. The j-bow arm with injector head fell. The CT tech caught the injector. No one was injured in the incident. The injector and j-bow was hanging from the injector power head cable. The CT tech positioned a cart under the head to support it until an fse could come. Customer reports that technologist was loading syringe in the injector head when the j-bow fell. Injector was not connected to the patient, nor was the system close to the patient when incident occurred.

Manufacturer narrative:
The hospital threw away the broken suspension arm, but the field service engineer (fse) described it as an older mcmahon style with the old thinner walled j-bow. The break is described to be in the first joint of the arm above the j-bow which is consistent with the arm recalled in 2002 by mcmahon. This is a known issue, and has been resolved by the product upgrade. Suspension replaced, and injector returned to full service by the customer. This user received at least two notifications of the recall, no evidence that they changed arms. Fse indicated in a phone conversation concerning this issue that the suspension arm was "a pretty well beat up system, not taken care of".